Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to relinquished transmitter ID, reinstall g5 application and reset smart device, which was unsuccessful. No additional patient or event information is available.